Manufacturer narrative:
Investigation included review of available reports and follow-up attempts with the user. Investigation of this case revealed an unclear cause due to incomplete blood glucose data and inability to corroborate a device malfunction, with user handling identified as a potential contributing factor related to cartridge connection and leakage. It was concluded that the event had an undetermined root cause, with device use and handling contributing, and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with an alert corresponding to a 400-level notification, and the user described a prior cartridge leak and improper sequence when attaching the connector before inserting the cartridge into the pump; troubleshooting and user education were provided on proper loading protocol. Symptoms included elevated blood glucose. Outcomes included no hospitalization or medical intervention reported.